Event description:
Medtronic's guardian sensor (cgm) was off 100 points from actual blood glucose (sensor reading 98, actual blood glucose 198). The guardian sensor transmits glucose levels to the 670g insulin pump and dispenses insulin based on these readings. With the sensor glucose and blood glucose levels so off I did not receive the appropriate amount of insulin leading to my high blood glucose level. Contacted several medtronic employees to inquire why this would happen, including the chief pt officer louis dias who I am working with on another issue, and have yet to receive a response from medtronic. I'm not sure how safe it is to have this big of a discrepancy with medtronic pushing the issue off to the side and could care less about pts safety and concerns.